Event description:
The complaint was reported by a sales rep who claimed the device would not come back up after a r.02 software upgrade. After the device was rebooted it gives a red x, and will not get past the logo screen. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The complaint was reported by a sales rep who claimed the device would not come back up after a r.02 software upgrade. After the device was rebooted it gives a red x, and will not get past the logo screen. There was no reported pt involvement. The philips repair bench evaluated the device and was able to confirm the problem. The software was reloaded to resolve the problem. The device passed all performance assurance tests and was sent back to the customer. We are considering this a malfunction resulting from not loading the software correctly.